Event description:
The customer obtained back to back results on his meter of 255 mg/dl and 124 mg/dl. No treatment required for the above glucose results and the customer is fine. Return requested and replacement was sent.